Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported in the event description that the patient made a mistake/touch contamination, which is a use error that can cause peritonitis or potential contamination. The assignable cause is use error. Manufacturing records were reviewed for the potentially associated batch 11c23h2. There were no issues detected during the production of this batch which would relate to the nature of this complaint. A labeling review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Additionally the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states that contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. Additionally, a direction sheet is provided with the product which has multiple instructions and warnings regarding the use of proper aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis from a consumer in the USA with supplemental information from the patient's peritoneal dialysis nurse (pdn). Initially the home patient (hp) called a baxter technical service regarding an incomplete prime while setting up for peritoneal dialysis (pd) on the homechoice machine. The solution was provided over the phone and at the time of the initial call there was no patient injury or medical intervention indicated. On (B)(6) 2011 baxter product surveillance contacted the home patient (hp) regarding the reported problem. The patient stated that they are currently not doing peritoneal dialysis therapy; instead they are doing hemodialysis. The hp also stated that they are currently running some tests for possible peritonitis. The hp stated that on the morning of (B)(6) 2011, he felt extreme pain during one of his drain cycles. The hp stated that due to this pain he just ended therapy immediately and called his registered nurse. On (B)(6) 2011, baxter product surveillance contacted the patient's pdn. The pdn confirmed the male patient (age not reported) was diagnosed with peritonitis on (B)(6) 2011. The hp was not hospitalized. The patient received remedial treatment with unspecified antibiotics. There was no exit site or tunnel infection associated with the peritonitis. The pdn reported the cause of the peritonitis was a break in aseptic technique. No retraining in aseptic technique was provided as the patient has been transferred to hemodialysis therapy. The hp has recovered from the peritonitis. No concomitant medications were provided. The pdn stated the peritonitis was not related to a baxter solution or device.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.